Manufacturer narrative:
Product analysis investigated returned meter and test strips. Both products passed with no faults found. If any additional info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
In 2008, the reporter/pt's mother contacted lifescan on behalf of the lay user/pt alleging that the pt's one touch ultra meter was reading inaccurately high after the meter was dropped. According to the reporter, the meter was dropped on the day before, and the inaccuracy issue first began the morning of original date. The pt typically gets blood glucose readings run from 90-150 mg/dl but on that morning at 7:30-8am, the pt got "265 mg/dl" on his meter. When the pt's blood glucose levels go over 230 mg/dl, he tests his ketones. When the pt tested his ketones, the result was negative. Using his insulin pump, the pt took 5 units insulin for his meter reading and additional 6 units insulin for his breakfast. Around 9am, the pt began a 50-mile car ride. By 9:30am, the pt was sweating, vomiting, and felt like he was going to pass out. Based on his symptoms, the pt's mother expected his blood glucose levels to be in the 50's mg/dl and claimed that he does not suffer form carsickness. When he tested on his meter he got "267, 266, and 262 mg/dl," which were performed within less than 10 mins of each other. As a result of the meter readings, the pt took 7 units of insulin from his insulin pump. The pt's mother also had him eat a chicken sandwich and get some air, which she believed made him feel better. Later the same evening, the pt tested his blood glucose and got "245 mg/dl" on his meter and "131 mg/dl" on his backup meter, performed within 15-20 mins of each other. At the time of the tests, the pt did not have any symptoms. A control solution test was also performed and the result was above the range. The customer care advocate (cca) walked the pt's mother through troubleshooting and verified that the meter was correctly set to "mg/dl", an approved sample source was used, and the correct testing/cleaning techniques were used. Replacement products were sent to the pt. This complaint is being reported due to the following conclusion: the reporter noted the pt had developed symptoms that can be associated with hypoglycemia after taking insulin based on the meter results. She had also noted that a control solution test was out of range.